Event description:
Information received indicates that at a recent annual eye exam, a pt was switched from acuvue contact lenses to acuvue 2 contact lenses. The pt reportedly wore the trial lenses for 2 days. At the end of the second day of wear, the pt reportedly removed the lenses and left eye was sore. The following morning, the pt's left eye was matted shut and the pt was seen in an emergency room and was referred to an ophthalmologist. The pt's father said, they were told the pt had "an eye infection or pinkeye" in the left eye. The ER prescribed tobrex eye drops, 2 drops every 4 hrs. The following day the pt was seen by an optometrist. The pt was complaining of "off and on pain", redness and photophobia in the left eye. The exam found the pt had a mid-peripheral corneal ulcer at 2 o'clock. The optometrist noted the ulcer stained and there was excavation. Trace cells were noted in the anterior chamber. Visual acuity with correction in the left eye was 20/20 -1. Diagnosis: marginal corneal ulcer left eye. Treatment: discontinued tobrex drops. Start vigamox eye drops, 1 drop every 30 minutes for 6 hours, then 1 drop every hour while awake. The pt was instructed to return in 2007. The same day of the exam, the pt's left eye felt better. Visual acuity left eye with correction 20/20. The ulcer was resolving at that time with trace spk overlying a stromal scar. Treatment: vigamox for left eye reduced to 4 times a day for 4 days. The pt returned to the office three days later and note indicates the pt said left eye feels much better. Visual acuity with correction 20/20. A note indicates the pt has a corneal scar with overlying trace stain. The pt was instructed to discontinue vigamox and start artificial tears 4 times a day and discontinue contact lens wear for 1 more week. The pt was instructed to return to clinic as needed. The pt did not return to the clinic. Two lenses were returned for evaluation. The parameters of the lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. No visual attributes were observed. The lot history review for lot l000jfj found the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters were within specification. All sterilization requirements were successfully completed.

Manufacturer narrative:
Device labeling single use or reuse.